Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after being implanted, the implantable cardiac monitor (icm) fell out of the patient. The device is no longer in use and a replacement device was implanted. No patient complications have been reported as a result of this event.